Event description:
The customer received questionable n-terminal pro b-type natriuretic peptide, stat, (probnp), thyrotropin (tsh), free thyroxine (ft4), troponin t (tnt), and human chorionic gonadotropin, stat (hcg) results on their e601 analyzer. The customer provided data for 88 results, of which 19 were discrepant results reported outside the laboratory. The customer performed liquid flow cleaning and noticed that the level of sysclean did not go down in the cup on the right side during the cleaning. The customer opened the doors below and noted a small leak below one of the syringes. The customer repeated the patient samples on their other e601 analyzer on (B)(6) 2012. The first patient's initial hcg result was 44.65 miu/ml. The repeat result was 58,052 miu/ml. The second patient's initial tnt result was 0.07 ng/ml. The repeat result was 0.09 ng/ml. The third patient's initial tsh result was 0.97 uiu/ml. The repeat result was 1.71 uiu/ml. The third patient's initial ft4 result was 1.73 ng/dl. The repeat result was 1.08 ng/dl. The fourth patient's initial tsh result was 0.54 uiu/ml. The repeat result was 1.65 uiu/ml. The fifth patient's initial ft4 result was 2.52 ng/dl. The repeat result was 1.25 ng/dl. The sixth patient's initial tsh result was 0.14 uiu/ml. The repeat result was 0.23 uiu/ml. The seventh patient's initial tsh result was 0.67 uiu/ml. The repeat result was 1.26 uiu/ml. The eighth patient's initial tsh result was 0.95 uiu/ml. The repeat result was 2.22 uiu/ml. The ninth patient's initial tnt result was 0.07 ng/ml. The repeat result was 0.09 ng/ml. The tenth patient's initial tsh result was 1.03 uiu/ml. The repeat result was 2.79 uiu/ml. The eleventh patient's initial ft4 result was 1.25 ng/dl. The repeat result was 0.95 ng/dl. The twelfth patient's initial tsh result was 1.37 uiu/ml. The repeat result was 4.39 uiu/ml. The thirteenth patient's initial tsh result was 0.42 uiu/ml. The repeat result was 1.66 uiu/ml. The fourteenth patient's initial tsh result was 0.01 uiu/ml. The repeat result was 1.98 uiu/ml. The fifteenth patient's initial tsh result was 2.70 uiu/ml. The repeat result was 3.56 uiu/ml. The fifteenth patient's initial ft4 result was 1.58 ng/dl. The repeat result was 0.97 ng/dl. The sixteenth patient's initial probnp result was 26 pg/ml. The repeat result was 1970 pg/ml. It is unknown if the patients were adversely affected by this event. The ft4 reagent lot number was 16145501 and the expiration date was 02/29/2012. The hcg reagent lot number was 16494901 and the expiration date was 10/31/2012. The probnp reagent lot number was 16584702 and the expiration date was 03/31/2013. The tnt reagent lot number was 16435401iu and the expiration date was 08/31/2012. The tsh reagent lot number was 16473004 and the expiration date was 04/30/2012. The field service representative found the pinch tubing #20 had a crack that was causing the leak. He replaced the pinch tubing and ran sysclean. The sysclean ran without error or leak. The customer ran quality control with passing results. The instrument was operational.

Manufacturer narrative:
.